Event description:
The customer reported the system was not producing x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnector cable connector pins were repaired and a replacement connector was ordered. The system was then found to be operating as intended.